Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Review of the event history log (ehl) found 'improper shutdown!' Messages as for the customer-reported allegation 'create improper shutdown errors.', however based on only the ehl log cannot confirm the reported problem, and the alarms in the log were likely a result of normal pump operation. The reported condition was not reproduced, the pump battery was not returned for evaluation, and a known good unit battery was used to test the pump, and the pump functioned normally. The device was found to operate within specification in relation to the customer reported improper shutdowns. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced improper shutdowns. There was no known patient injury or medical intervention associated with this event. No additional information is available.